Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - psco is most probably related to the high myopia. Icl-induced opacities are typically asco (anterior sub-capsular). High myopia is associated with an earlier onset of nuclear and psco opacities. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2005. The lens was explanted on (B)(6) 2012 due to a posterior subcapsular opacity. The cataract was observed on (B)(6) 2011. The cataract was removed and an iol was implanted.